Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event, however the device powered up with a software error.

Event description:
The programmer was returned to the manufacturer due to telemetry failure, analyzed and tested out of specification. No patient involvement or complications were reported.